Manufacturer narrative:
Method: the actual device was not returned as it was not explanted. Implantech performed an analysis of production records., as well as performing trend analysis. (No increased risk of revision surgery for poor wound healing has been identified.) Results: no device problem was found. Conclusion: poor wound healing and revision/explant surgery are known, inherent risks associated with implant surgery, and are addressed in the labelling for the product.

Event description:
Complainant reported that patient returned to office 1 year post-op with an indentation in the middle of the chin directly under the incision line. Approximately 14 months post-op, complainant performed revision procedure on the patient in which the skin and granulation tissue overerlying the implant were excised. Pathology came back as acute and chronic inflammation. The implant was not removed, and procedure went well. (Note: as physician has not offered an opinion on whether this procedure constituted surgical intervention needed to preclude permanent impairment of a body function or permanent damage to a body structure, or whether the device caused or contributed to the event, implantech has elected to report this event.)